Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the l5 lead and migration of the l4/s1 leads. The migration was confirmed via x-ray. As a result, the patient underwent surgical intervention on (B)(6) 2025 to replace the leads. Therapy was restored post op.

Manufacturer narrative:
Code corrected.